Event description:
Major pump unit(s) involved: blood pump, device thrombosisspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: blood pump; device thrombosis.additional text: thrombus in the pump; a thrombus formation sorrounding the bearing ball that presented areas with heat denaturing.specific component(s) involved: other component malfunction, specify.additional text:other component: pump thrombus.causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify.other intervention : removal of lvad and cardic transplantation.implant device type: lvad.